Event description:
Product was implanted on 8/7/96 with correct pressure. Product was removed on 11/12/96 with closing pressure measured at 50 mm h2o, too low for a delta level 2 valve.

Manufacturer narrative:
The returned product was submitted to laboratory for evaluation. A residue was seen on the exterior and interior of the delta siphon control. There was also a large accumulation of dried blood-like material in the membrane casing above the membrane. When tested, the product met medtronic ps medical specifications for patency, but could not be properly tested for pressure/flow and siphon due to the accumulation of blood-like material hindering the function of the membrane. It is possible that the reported difficulty was related to the noted contamination.